Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw.

Event description:
It was reported that the attempted implantable pulse generator (ipg) exhibited no output, oversensing and a loose set screw in the right ventricular port. The ipg was not implanted and was replaced with another device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.